Event description:
It was reported that there was a cassette error. The event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found a scratched lcd lens, a bubbled dso seal and a cracked battery door. There was no evidence to review in the event history log. During the functional testing, the customer reported error was able to be confirmed. The cause of the issue was found to be a bad dso sensor. The dso sensor was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.